Event description:
Pt received a burn during an electrotherapy treatment. The degree and size of the burn is unk. Clinician could not recall the treatment location. The clinician did state that the pt was treated with 4 pole interferential waveform at a setting of less than 40ma. Treatment time typically last for 10 minutes. The clinician also mentioned that the client electrodes are typically reused up to 10 or more times. The clinician could not recall many of the treatment specifics. The pt did not return for follow up with the clinician, thus the state of pt recovery is undetermined.